Event description:
According to the reporter, the device has power but screen won¿t light up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device has power but screen won't light up.

Manufacturer narrative:
An evaluation of the kangaroo enteral feeding pump was performed for the reported condition that the unit has power, but the screen won't light up. The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.